Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel" messages, damaged cable) has been confirmed. Upon investigation the cable connecting ECG a to the front therapy electrode was pulled from the strain relief at ECG a, damaging wires in ECG a and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and was producing "add gel messages" without prior gel release.